Manufacturer narrative:
H6: a review of the manufacturing records indicated the lots met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an emergency endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During follow-up examinations, thrombectomy was performed several times using fogarty arterial embolectomy catheters for scattered blood clots. This is not related to the initial procedure. Blood clot scattering was due to patient's condition. On (B)(6) 2025, an additional procedure was performed to reduce further clot dispersal. Gore® tag® conformable thoracic stent graft with active control system was placed to cover the patient¿s shaggy aorta from the celiac artery to the left subclavian artery. Also, an additional excluder (aortic extender) was placed inside the previous excluder device due to massive thrombus adhesion to the device. After withdrawing gore® dryseal flex introducer sheath from the left access site, localized external iliac artery dissection and occlusion of the internal iliac artery were noted. A bare-metal stent was additionally placed at the dissected site. The patient tolerated the procedure, though occlusion of the internal iliac artery was not resolved. The reporting physician commented as follows: the patient¿s blood vessel condition was poor, so access vessel trauma was within expectation.